Event description:
It was reported that arteriotomy closure of the left common femoral artery was attempted using a perclose proglide device after a right superficial femoral artery and external iliac interventional procedure. Reportedly, when the plunger was removed, the suture was not retrieved. A starclose se device was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device and this was his first case as a trained user. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.